Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported by the patient's spouse that the patient experienced inaccurate cgm values. The patient reported receiving urgent low alerts on the dexcom app, with the cgm continuously displaying "low." Believing he was experiencing hypoglycemia, the patient consumed food and sweets in an attempt to raise his glucose level. During this time, he developed vomiting. No fsbg was performed at home. Due to his worsening condition, emergency medical services (ems) were contacted. The patient reported that ems attempted to obtain an fsbg measurement; however, their device was unable to produce a numerical result because the glucose level was reportedly too high to measure. The cgm continued to display "low." At approximately 4:30 pm to 5:00 pm, the patient was presented to the hospital. By the time of emergency department (ed) arrival, the sensor had already been removed. Ed staff performed an fsbg test and lab blood testing, which resulted in a glucose value of approximately 1,000 mg/dl. The patient was subsequently diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU), where he remained for four days. According to the reporter, he received intravenous (IV) insulin continuously for approximately three days. After his blood glucose decreased to approximately 400 mg/dl, treatment was transitioned to injections of a fast-acting insulin. On (B)(6) 2026, the patient was discharged from the hospital and transferred to a nursing home. On (B)(6) 2026, the patient reported being readmitted to the same hospital for an event unrelated to dexcom and discharged on (B)(6) 2026. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional event or patient information is available.